Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient had redness around his driveline exit site. The site was cultured and grew proteus mirabilis. A two (2) week course of oral augmentin was started and the patient was discharged. The device was not returned as it remained implanted. Driveline site infection is known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection. There is no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year and nine months post implantation, the patient was admitted to the hospital with reports of fatigue & increased driveline exit site drainage that had become purulent. He was started on broad spectrum intravenous antibiotics. Wound cultures results were positive for proteus mirabilis, while CT of the chest/ abdomen showed no evidence of inflammatory change, infection, or hematoma along the driveline, pump, or inflow and outflow cannula. Six days after admission, he underwent debridement and relocation of the driveline exit site. The patient was treated with intravenous ceftriaxone, and oral augmentin. He was discharged home eight days after being admitted. The patient continue to follow up with infection disease during routine clinic visits over the next five months and was reported to never recover completely from the driveline infection. He exhibited mild symptoms of erythema, and mild to moderate drainage at the driveline site and was admitted to the hospital for driveline revision at least once during this period of time. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.